Manufacturer narrative:
Failure event observed during analysis. Final analysis found burn marks on the inverter printed circuit board (pcb) which resulted in a dim screen.

Event description:
This report is to advise of an event observed during analysis.